Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) measured atrial fibrillation (af) signals. Technical services (ts) was consulted and discussed stored episodes as well as available device programming options. Ts noted noisy signals were over sensed, so further in clinic evaluation was recommended. This s-ICD remains in service. No adverse patient effects were reported.